Event description:
Per spontaneous report from pt- cadd ms3 pump with unknown serial number had an error on the screen (though pt couldn't tell me what it said), and his cartridge was empty despite his rate being 0.028ml/hr and he put 2.6ml in the cartridge less than 48 hours ago. Pt states he has shortness of breath and that his heart "feels like it is going to pound out of my chest". Advised pt to go to the hospital to be observed, he refused. Pt switched to his backup pump and infusion was successfully continued. Advised pt if his symptoms get any worse to go to the hospital. Replacement pump will be sent to patient, and patient will return broken pump to us. Event occurred while pump was in use. Infusion is life-sustaining. Outcome resolved. No further information available. Reported to (B)(6) by pt/caregiver.